Event description:
It is reported the patient was revised after fracturing his proximal ulna and loosening the ulnar component.

Manufacturer narrative:
This report will be amended when our investigation is complete.